Event description:
The user is experiencing pain at the site of the implant during stimulation and distorted audio perception with the device since about (B)(6) 2022. No pain is experienced when the device is placed on the head but turned off or when the device is not used. The user refuses to use the device at the moment and the clinic wants to proceed with revision surgery.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient experienced painful sensation whilst stimulation and sound distortion and fluctuation were reported. However, no device failure which would explain the reported symptoms was found, and the electrode array was still fully inserted inside the cochlea at the time of explantation. Pain could be a known undesirable side effect of cochlear implantation. This is a final report.

Event description:
The user is experiencing pain at the site of the implant during stimulation and distorted audio perception with the device since about (B)(6) 2022. No pain is experienced when the device is placed on the head but turned off or when the device is not used. The user was re-implanted.

Manufacturer narrative:
Correction: serial number was corrected. The correct serial number is (B)(6) , not (B)(6) as previously stated.

Event description:
The user is experiencing pain at the site of the implant during stimulation and distorted audio perception with the device since about (B)(6) 2022. No pain is experienced when the device is placed on the head but turned off or when the device is not used. The user was re-implanted.